Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. It was indicated that the patient used an expired transmitter, which is misuse of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.